Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced suspected peritonitis. The cause of peritonitis was not reported. The patient was hospitalized and treated with meropenem injection (1gm, intraperitoneal, stat, for 1 day, stopped) and vancomycin injection (1gm, intraperitoneal, stat, for 1 day, stopped) for suspected peritonitis. At the time of this report, the patient had recovered from the event and was discharged from the hospital after eight days. Pd therapy was ongoing. No additional information is available.